Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal end of the stent struts were flared. The procedure was complete with another 2.50 x 32mm synergy stent. No patient complications were reported and the patient's status was stable.